Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead threshold had increased and sensing/impedance had decreased. As a result, the lead was repositioned on (B)(6) 2019. The patient was stable.